Event description:
It was reported that during a scheduled retrieval of a vena cava filter that had been implanted for six months, it was discovered that the filter had migrated and was tilted. It was also reported that it appeared as if the apex of the filter had penetrated the cava wall by about 1 1/2 mm. It was not known how far the filter migrated and whether it was cephalad or caudal. There was no mention of extravasation. A balloon and a snare were used to reposition the filter and then it was retrieved with a vena cava retrieval system. There was no reported injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation as it was discarded by the user facility. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU.